Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device for the treatment of a type ia endoleak in another manufactures stent graft system in a 68mm abdominal aortic aneurysm. It was reported that approximately two years later the patient expired, likely due to unknown health deterioration. The cause of death is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.